Manufacturer narrative:
The patient¿s products were replaced and requested returned to lfs for evaluation. On (B)(4) 2014 the patient¿s returned meter was investigated and passed testing; the complaint was not reproduced. The patient also returned her test strips; however, the evaluation of the test strips has not yet been completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch verio iq meter was giving inaccurate readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On the night of (B)(6) 2014, the patient obtained the blood glucose readings of 201 mg/dl and 177 mg/dl on the reported meter within 20 minutes. The patient took no actions based on these readings. The patient manages her diabetes with oral medication, diet and exercise. Three hours afterwards, the patient experienced the symptom of sweating. The patient did not administer any self-treatment or seek medical attention. Troubleshooting revealed the patient¿s technique was correct. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated meter readings on the reported meter. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (08/27/2014). The lay user/patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (09/15/2014). The patient¿s test strips have been returned and evaluated on 9/3/2014 by lifescan product analysis with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.